Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 400 mg/dl and high ketones resulting in admission to the emergency room (ER). The customer delivered a correction bolus via the pump to address bg level; no additional treatment was received while at the ER. The customer was released from the ER a few hours later with the issue resolved and no permanent damage sustained. The suspected cause of the elevated bg and ketones was due to the customer's insulin deliveries stopping. The customer failed to charge the pump resulting in the pump turning off as expected. The customer acknowledged that the pump turned off due to low battery; no allegation against the pump was made.